Manufacturer narrative:
(B)(4).the root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).

Event description:
The facility representative reported a vague failure code 810:xx to baxter for the colleague infusion pump. During service at baxter it was discovered that the failure code 810:11 was caused by the ail pcb (air in line printed circuit board) out of calibration and needed to be recalibrated. The event occurred during product evaluation. There was no patient injury or medical intervention necessary. No additional information is available. The user interface module master software version for this device is 5.09.90, categorized as remediated.

Manufacturer narrative:
(B)(4). This medwatch was initially submitted on date (B)(6) 2010 and did not pass, this medwatch will be resubmitted on (B)(6) 2010.